Event description:
Pt experienced vomiting/shaking chills 70 minutes into treatment with an elevation in temperature to 100,6. Pt was hospitalized.

Manufacturer narrative:
This incident is being reported as an MDR because the facility uses the waste handling option (who). It was found, however, that the facility correctly operates the who and performs daily testing per the MFR's recommended procedure. No substantial link between the who and septicemia has been found, and it is believed that this incident resulted from an infected catheter. The pt was still in the hosp on 9/22. Pt was without fever at the beginning of dialysis. There was no indication at the time of the reaction that the catheter was infected. However, by 9/23 the catheter was oozing, indicative of infection. The attending physician at the hosp now feels that the catheter was the cause of the reaction during dialysis and has ordered that the catheter be removed. Blood cultures taken at time of the pt's reaction showed the presence of gram negative rods and gram positive cocci. Peripheral blood cultures taken at the hosp showed gram negative rods only. Machine cultures were within aami limits. Despite the conclusions of the attending physician. At the clinic is not completely convinced that reaction due solely to the catheter infection. Since blood cultures were positive and the facility, as noted above, uses the who, this incident will be filed as an MDR. A review of the dtf history does not apply. A review of the cpf history for this specific serial number machine shows no similar incidents have occurred previously. A secondary search of the dtf history for this production lot is not possible since no part was returned. The incident is similar to incidents rpt'd at another facility in the late 1996 through jan, 1997 timeframe. Investigation of those previous incidents was conducted the centers for disease control, which concluded that the waste handling option (who) may have contributed to the outbreak. However, no substantial link between the who and the rpt'd septicemia outbreak was ever found (see, for example, complaints #0597424c3 through 0597435c3). At this facility, the who is used for priming the dialyzer and blood set. Check valves are checked daily using the who test recommended in the directions for use. The correct operation of the who and its daily testing support the fact that the role of the who in this pt septicemia is questionable. Nonetheless, based on the concerns of the centers for disease control, an MDR will be filed. Safety analysis: the who assembly and the dialysate used in the cs3 dialysis machine is not intended to be sterile. The cs3 operating instructions are intended to assist the facility in staying within the aami recommended levels fro contaminates. These instructions, coupled with the normal operating procedures for a medical facility, should provide a safe operating environment. To verify that these measures are sufficient and meet aami standards, it is also recommended that the facility take water samples monthly for lab analysis. The who assembly is to be tested each day, prior to use per the operator's manual,